Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination determined the electrode had fractured approximately 326mm from the terminal pin. Only the proximal segment of the electrode was returned. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode exhibited an high out of range shock impedance measurement. The vector was programmed to primary and there was no evidence of noise on the presenting s-ECG. The three sensing vectors were assessed with primary and secondary appearing identical; asystole was noted in the alternate vector. There was a concern the electrode had fractured. The electrode was explanted and successfully replaced. No additional adverse patient effects were reported. The product has been received for analysis.